Event description:
The customer reported that recalled images are slow to be displayed and the subtraction function is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reformatted the hard drive and cine drive. System operates as intended. (B)(4).